Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted upside down a 13.2mm micl13.2, -3.5 diopter, implantable collamer lens, into the patient's left eye on (B)(6) 2020. There was patient contact (lens touched the eye) with no patient injury. The lens was removed and exchanged on (B)(6) 2020 with a same size, similar (sphere/cylinder/axis) lens. The problem was resolved. Cause of the event is reported as user error. Reportedly, surgeon "did not recognize that lens was implanted upside down at surgery, but it was evident at the one-week post-op visit."